Manufacturer narrative:
One medfusion® 3500 syringe infusion pump was returned for investigation. Visual inspection of the returned device revealed it to be in poor condition; the top case was chipped and cracked and the bottom case had contamination. A review of the device event history log found that a check clutch error had occurred. During functional flow testing, the check clutch error was able to be duplicated. Further inspection of the device found that the position potentiometer had broken off which had resulted in the check clutch error. It was determined that the root cause of the broken position potentiometer was due to physical damage to the device. The position potentiometer was replaced. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that the medfusion® 3500 syringe pump had a check clutch/plunger fail. The reported issue occurred during set-up of the device and the device was replaced. No patient injury occurred.